Manufacturer narrative:
At this time, the product has not been returned. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement. The post implant check that was made on this patient revealed that the lead was exhibiting loss of capture (loc). The patient underwent surgical intervention to replace the lead. No additional adverse patient effects were reported. This is considered serious injury as surgery was necessary to solve the issue. The lead is expected to return .

Manufacturer narrative:
At this time, the product has not been returned. Patient code 3191 captures the reportable event of surgery. Subsequently, the product was returned and analyzed. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. The loss of capture allegations were not confirmed, based on normal lead resistance measurements, a passing hipot test and inspection that showed no conductor issues.

Event description:
It was reported that this aight atrial lead was explanted due to dislodgement. The post implant check that was made on this patient revealed that the lead was exhibiting loss of capture. The patient underwent surgical intervention to replace the lead. No additional adverse patient effects were reported. The lead was returned and analyze.